Event description:
It was reported that the subject device had fuzzy picture quality. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test. Based on the results of the investigation, root cause of the reported event could not be identified. The most probable cause of this complaint is no problem detected which means that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.